Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient experienced hypoglycemia after a supply change while using the ilet, with a cgm value of 42 mg/dl confirmed by fingerstick at 47 mg/dl, and the agent noted the algorithm was early in its learning period and could have overcorrected a prior elevated glucose. Symptoms included low blood glucose without reported loss of consciousness, seizure, or injury. Outcomes included self-resolution of the hypoglycemia over approximately three hours without treatment, hospitalization, or emergency care. Investigation included triage, troubleshooting, and education, with escalation to a clinical specialist for follow-up. Investigation of this case revealed no confirmed device malfunction and suggested algorithm behavior during the initial learning period as a potential contributor, with no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.